Event description:
It was reported that during a stenting treatment procedure, withdrawal difficulties and stent damage occurred. The procedure treated the 90% stenosed target lesion located in the non-calcified and moderately tortuous proximal to mid right coronary artery. After pre-dilation with an unspecified 2.0mm balloon catheter, a 3.0x38mm promus element plus stent was advanced for treatment but met resistance when trying to cross the lesion. While the physician was pushing, the non-bsc guide catheter disengaged from the vessel. When the physician was trying to re-position the guide catheter, the non-bsc guide wire and promus element plus stent were unintentionally withdrawn. Next the physician tried to withdraw the stent, but the stent came into contact with the guide catheter and was unable to be withdrawn. The physician then withdrew the entire system. Upon removal, it was noted that the proximal edge of the stent had lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, withdrawal difficulties and stent damage occurred. The procedure treated the 90% stenosed target lesion located in the non-calcified and moderately tortuous proximal to mid right coronary artery. After pre-dilation with an unspecified 2.0mm balloon catheter, a 3.0x38mm promus element plus stent was advanced for treatment but met resistance when trying to cross the lesion. While the physician was pushing, the non-bsc guide catheter disengaged from the vessel. When the physician was trying to re-position the guide catheter, the non-bsc guide wire and promus element plus stent were unintentionally withdrawn. Next the physician tried to withdraw the stent, but the stent came into contact with the guide catheter and was unable to be withdrawn. The physician then withdrew the entire system. Upon removal, it was noted that the proximal edge of the stent had lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the complaint device was received for analysis. A visual and microscopic examination of the device noted proximal stent damage. Struts at the proximal edge were raised and misaligned. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is caused by other device as it indicates another device/drug/subsequent procedure cause the complaint event. (B)(4).